Manufacturer narrative:
A complete lead was returned in one piece measuring 52 cm. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation of the device, intermittent capture was noted on the right atrial lead. An x-ray showed the lead had lost slack. The physician attempted to reposition the lead without success. The lead was explanted and replaced. The patient was stable.